Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s screen assembly separated from the device housing while the device remained functional, and the user denied any drop or impact. Symptoms included no adverse clinical effects. Outcomes included no change in blood glucose control and no medical intervention. Investigation included review of user report, request for device images, and collection of the device for evaluation. Investigation of this case revealed a hardware concern consistent with screen bezel separation involving the display enclosure, with no associated device alarms. It was concluded, based on previously established findings for similar reports, that the cause was mechanical integrity degradation of the display bezel-to-housing interface.